Manufacturer narrative:
Additional information: d4, d6a, d6b. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d4, d9, g3, h3, h6. H3: product analysis: part# 3600315 lot# h5644271 visual and optical examination revealed the female hex edges have been rounded/deformed. There were no signs of thread damage on the set screw. The threads appear to be used but no signs of cross threading. The damage to the hex appears to be from torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding setscrews used for spinal surgery. Pre-operative diagnosis was set screws on both sides placed on the oc adjustable plate backed out. Procedure performed was replacement of oc plate set screws and bone graft from ilium to c1 / 2. It was reported that during use, posterior fusion with infinity from occipital bone to t2 after dens fracture was performed on (B)(6) 2021 (occipital bone plate, f3.5 titanium rod, ps of c6 / 7 / t1, crosslink placed at c3 level and c7 level, bone graft up to o / c2). This time, the physician informed that the set screws on both sides of the occipital bone plate had backed out, and an operation was scheduled to replace(reset) the set screws. After opening the wound, the set screw that had completely backed out on the left was first removed, a new set screw was placed, and the final tightening was performed. Next, the backed out set screw on the right was removed and a new set screw was placed. However, at this time, it was said that the screw head part on the plate side moved with the rod as the axis of rotation, and when they checked the CT and 3dct images in detail, it was judged that there was a high possibility that the plate and the screw head part were separated. However, it was judged that the replacement of the plate has a high r isk, so the set screw was replaced on the right side as well, and the final tightening was performed only. After that, bone graft from the ilium was performed additionally to c1 / 2 and the wound was closed. Patient symptoms or complications were unknown. There was a delay of less than 60 min. On december 4, debridement was performed due to wound infection. At that time, the metal that seemed to be a fragment of the plate was removed, so it was collected.